Event description:
The damaged devices were discovered on an unknown date in (B)(6) 2019 while performing a routine check in the sterile processing department.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d4 h3, h4, h6: part: 352.040 lot: 9098206 manufacturing site: bettlach release to warehouse date: september 08, 2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the flexible reaming rod shaft was received at the us customer quality (cq). The device was covered in surface scratches. The coupling prongs were curved out of place. Two (2) were curved together. One (1) was twisted and bent onto another prong with a nick on the bend. The fourth prong was curved and bent outward. No other issues could be identified with the returned portions of the device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) flex. Welle d7.0mm bohrtiefe bis 470mm syream kupplung synream manufacturing record evaluation: the received device was manufactured at the bettlach site on (B)(6) 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the flexible reaming rod shaft. The device had scratches all over its surface. The four (4) coupling prongs were twisted and deformed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11 corrected data: d10 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date at the sterile processing department (spd), the two reaming rod shafts/flexible shafts, and one (1) reaming rod adaptor/flexible shaft connector were discovered broken and not usable. There was no patient involvement. This report is for a 5.0 mm flexible shaft. This is report 3 of 3 for (B)(4).